Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-8336-70, serial # (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away of unknown causes. It is unknown if the patients death was device or procedure related.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient passed away of unknown causes. It is unknown if the patients death was device or procedure related.